Event description:
It was reported that there was a catheter issue; there was a pump connector disconnect. A catheter dye study was performed, which showed the partial disconnect. As a result, a partial explant was performed; the connector piece was replaced on (B)(6) 2015 with another company product. Patient symptoms associated with the event included increased spasticity. The cause of the issue was not determined, but it was resolved following the surgical intervention. The patient status at the time of the report was "alive - no injury." The pump was being used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
The catheter was returned in one segments. During analysis it was noted that the catheter body (segment 2) was detached from the seal of the sc assembling (segment 1). Indents were also noted on the catheter body of segment 2. The characteristics of the indent indicates some form of mechanical force (tool) was likely used to pull the catheter body from the sc assembling. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.